Event description:
It was reported that the health care professional (hcp) was reviewing the presenting electrogram (egm) stored by this cardiac resynchronization therapy pacemaker (crt-p) and wanted to know if the left ventricular (lv) lead is capturing or not. Technical services (ts) believes the lv lead is capturing based on the emg evidence. However, the tracing is not perfectly clean because possible atrial-to-ventricular crosstalk may be present. Since capture remains in question, ts recommends checking the lv threshold again and possibly changing the lv sensing vector to improve signal clarity. No adverse patient effects were reported. This crt-p remains in service.